Manufacturer narrative:
Concomitant medical products: 5592-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a low impedance lead warning on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.